Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unexpected receiver shut-down. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver charge and boot up passed. The receiver download passed and was retrieved and attached. The log was downloaded and reviewed and there was no error found. Receiver functional test was performed and passed. The receiver case was opened, the internal visual inspection passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.